Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler was unable to fire the purple reload. A new staple reload was unboxed and procedure carried on without further issue. There was no patient injury.